Event description:
Reportable based on analysis completed 05/19/2009. It was reported that during a percutaneous coronary intervention (pci) procedure crossing difficulties were encountered. The 70% stenosed target lesion was located in the right coronary artery (rca). The physician predilated the lesion with an unknown 2.0x15mm balloon. The 2.25x24mm taxus liberte stent was unable to cross the lesion. The device was retrieved and procedure was completed with another of the same device. No patient injuries or complications were reported. Patient's condition listed as "stable". Returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination revealed proximal stent damage. The proximal stent struts on row 1 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were found along the entire length of the hypotube. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)